Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the insulation of the cable of the radiofrequency head was damaged. The cable was replaced. The head replaced all functional and system tests. (B)(4).

Event description:
It was reported that the cable of the radiofrequency head was damaged and therefore replaced. The head was returned for testing. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.